Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's was cracked at the display and the battery cap. Customer stated that the battery cap would no longer stay in place. The customer reported that this damage occurred as a result of dropping the insulin pump. Customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No blank display noted. The insulin pump was unable to check for operating currents due to unresponsive keypad/button. The insulin pump was received with broken battery cap, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.